Manufacturer narrative:
This supplemental report is to provide a correction, to the initial medwatch report (MDR). The initial medwatch reported, the returned device found foreign material clogged in the nozzle, during evaluation. However, the customer returned, the device without reprocessing. Which caused, the foreign material to remain in the nozzle. Per the legal manufacturer, this issue is not likely, to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer returned to olympus evis exera iii gastrointestinal videoscope, without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle was clogged with a foreign material of an unknown origin. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.